Event description:
It was later reported that there were no complaints regarding the new lead. No complaints regarding the revision procedure as a whole. The physician disposed of the devices that were removed and the representative did not have any relevant printouts.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient experienced lack of efficacy and had an accident. It was indicated that the left lead was out of service and was replaced with a new lead on right side. The patient was reprogrammed and the issue was resolved at the time of the report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).